Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 7426, serial#: (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for dystonia. It was reported that one of the patient¿s implants has cut off/on 76 times and the other has cut off/on 46 times over the past year. It was also stated it has been going on for the past year and a half, so the timeline is not clear. The patient has been working with their healthcare professional (hcp) to address the issue. The hcp has been monitoring the situation and has decreased stimulation to zero for the next weeks to see what was going on. No further complications were reported.